Manufacturer narrative:
The condition of the returned device was consistent with the complaint incident. Visual examination of the returned device revealed proximal stent damage. Some of the struts were severely misaligned. This type of damage is consistent with the device encountering some form of restriction during the withdrawal of the device. The stent had moved distally on the balloon toward the tip of the device. A severe kink was found on the midshaft. The kink was measured at approximately 1.5cm proximal to the port area of the device. This type of damage is consistent with excessive force having been applied to the device. No kinks or damage were noticed along the hypotube of the device. Visual examination of the tip revealed tip damage. The tip was slightly flared. This type of damage is consistent with guidewire movement. The balloon was visually and microscopically examined, and no issues were noted with its profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. A review of the manufacturing documentation found that the device met its material, assembly, and product specifications at the time of release to distribution. The most probable root cause classification is operational context.

Event description:
This complaint is now reportable based on the analysis. It was reported that during a coronary drug-eluting stenting treatment procedure, the 4.00x16 mm taxus liberte drug-eluting stent would not cross the lesion. The 70% stenosed lesion being treated was located in the very tortuous, mildly calcified mid left anterior descending (lad) artery. The procedure was not completed as another of the same device was unavailable. No patient complications were reported. Patient status reported as "good." However, the returned product revealed stent damage, and the stent moved on the delivery balloon.